Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the customer performed a performance verification test (pvt), and the device passed all testing. Per the customer response, no parts required replacement, and the device was returned to service.

Event description:
Philips received a complaint from the customer and reported that the v60 ventilator displayed a 1009 error code (vent-inop): pressure regulation high. The device shut down. The device was in clinical use when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a 1009 error code (vent-inop): pressure regulation high and that the device shut down. The rse informed the customer of the latest service manual. The customer was advised to verify the pressures and flows and replace the data acquisition (da) board or the motor control (mc) board. The customer was then advised to complete the pneumatics portion of the performance verification testing and report any test that is out of specification.